Event description:
A physician reported they have, "had [ozark] screws break," and "had failures with the cascadia interbody cages due to subsidence and non-union." Additional information received from the physician indicates only one cascadia cage migrated. The patient was revised and the devices were not explanted; however, supplemental posterior fixation was added. Imaging provided by the physician on (B)(6) 2021 shows the securing mechanism at the inferior end of the ozark plate has detached. This report captures the cascadia cage migration.

Manufacturer narrative:
The following fields have been updated or corrected to reflect additional information received from the reporting physician: a2, a3, b3, b5, h3. The device remains implanted and could therefore not be evaluated. Device history records and complaint history could not be reviewed because no lot number was provided. The event was confirmed via imaging. Three x-rays were provided; x-ray one was taken after initial implantation on (B)(6) 2020; x-ray two was taken approximately six-months after implantation on (B)(6) 2020; x-ray three was taken after revision surgery on (B)(6) 2021. X-ray 1, taken immediately after implantation, reveals that the plate is only in contact with c6 and is not in contact with c5 or c7. X-ray 2 confirms that the caudal cage migrated and did not fuse, that the caudal screws have fractured, and that the locking mechanism of the plate has fractured. From device sgt: 1. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone, even after a bone has healed. If an implant re- mains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Ozark sgt was reviewed as well, as it was the primary means of fixation for the interbodies: "remove all osteophytes from the anterior surfaces of the vertebrae to allow the plate to sit flush against the vertebral bodies. Bending at or near the screw holes may damage the integrated alloy locking cover. Therefore, bending should only occur in one direction (lordosis or kyphosis)within the desired bend zone area around each window, pictured below. There may be limited or no-bend zones on the shorter plates. The screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole. Do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Fixed screws have a laser marked line on the head of the screw. After screw insertion, engage the locking cover by inserting the size10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate. Discussion with third party physician confirmed that the vertebral bodies should be sitting flush with the plate. Physician stated that, "there is an osteophyte that was not flattened down on c6 and the plate is not flush with c7. The plate should contour down and sit flush with the vertebral bodies." The most likely cause of the reported event was determined to be the plate only being in contact with one of three vertebral bodies after initial implantation. Device sgt states that the plate should sit flush against vertebral bodies. Improper positioning of construct may add additional stresses to all components of construct which may have contributed to reported event. The root cause was determined to be multifactorial. The most probable root cause was determined to be that the plate was only in contact with c6 and not with c5 or c7. Ozark plate sgt states plates should be flush with vertebral bodies. This may have added additional stresses to the entire construct which may have contributed to reported event. Screw fracture can also be observed in 6 month post-op x-rays, which may have contributed to reported event as well. It was reported that the patient experienced non-union after 6 months, which can contribute additional stresses to construct and cause cage to migrate. Non-union was determined to potentially contribute to reported event. H3 other text: device remains implanted.

Manufacturer narrative:
Device location unknown.

Event description:
A physician reported they have, "had failures with the cascadia interbody cages due to subsidence and non-union." No additional information is known at this time. This report captures the second of two cascadia cage "failures."